Event description:
It was reported that during multiple biopsy procedures, there was a rattling noise heard before priming the device. There was no patient involvement.

Manufacturer narrative:
The lot number has been provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. The second sample was returned the stylet and cannula were in their initial positions (not primed). The sample was not cocked (primed), as the arrows could not be seen in the ready window. The sample was tested by twisting the rotational knob once and the cannula was retracted and locked into place. The rotational knob was turned once more and the stylet retracted into the cannula. The device was disassembled as the device could not be fired in configuration. The cannula hub and tans were found to be broken. The investigation is also confirmed for device inoperable, as the returned samples could not be functionally tested due to broken hubs. The root cause for this event was determined to be supplier related due to over-processed resin. The monopty instructions for use (IFU) provides general instructions for priming, firing, sampling and retrieval of samples from the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
To ensure compliance to 21 cfr 803.50 a retrospective review of this file was conducted to determine if good faith efforts were made to obtain the required information and/or an explanation of why any required information was not provided. Multiple follow up attempts were made with the facility to obtain any information pertaining to the patient, product, and/or procedural details (e.g. Date of the event, relevant test data, relevant history, lot #, catalog #, implant and/or explanted dates, and concomitant product(s) or therapy) that were not previously obtained during the initial investigation. The facility was able to provide new procedural information, which was updated in the appropriate sections. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.